Event description:
This catheter was being utilized for a diagnostic cardiology procedure when a double kink occurred in the iliac artery. The loop was untwisted with great difficulty and there was no reported injury to the pt.